Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was anlyzed, and a visual evaluation noted that the catheter demonstrated signs of use in the form of elevator marks along the shaft. The elevator marks measured approximately 35 mm, 40 mm, 45 mm, and 50 mm from the tip. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was plugged into the controller. No image was displayed. Real-time x-ray was used to image the distal tip, including the camera and wires. The x-ray showed no camera wire damage at the camera on the distal tip. In the handle, no damage was observed to the printed circuit board (pcb) or camera wires. It was noted that the wires or tsvs appeared to have residue present, possibly from fluid ingress or corrosion. It is possible that fluid reached the redistribution layer (rdl) or tsv and as it dried, electrical properties of the connection point changed and resulted in the failure of the device. Additionally, the device was analyzed as spyglass camera wire damaged and spyglass camera connection issue. The reported event was confirmed. It is likely that the camera wires separated from the rdl, possibly due to mechanical forces applied to the camera wire as the device was assembled or the tip was articulated. Once the wires were separated, it was possible for corrosion to begin to take place in the gap formed between the wires and the rdl. T his fluid can affect the electrical characteristics of the connection between the camera wires and rdl, increasing resistance and resulting in a loss of image. Evidence from x-ray inspection of the device suggests that fluid was likely present in the camera assembly during the procedure. The epoxy used by the supplier of the camera to adhere the wires to the back of the rdl can produce halogen when exposed to humidity. This halogen accelerates corrosion of the camera wires if there is any portion that is exposed outside the jacketing. It is likely that exposure to saline and/or procedural fluids shorted out the camera, causing the reported visualization issue and resulted in corrosion over time. Based on all gathered information the most probable cause of this compaint is design inadequate for purpose, which indicates that problems were traced to the design. An investigation is in progress to address this issue. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass and electrohydraulic lithotripsy (ehl) procedure performed on(B)(6), 2020. According to the complainant, during the procedure, purple pinkish lines showed up across the distorted image, and then the image was lost. Reportedly, the visualization issue occurred during lithotripsy, approximately 10 minutes into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass and electrohydraulic lithotripsy (ehl) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, purple pinkish lines showed up across the distorted image, and then the image was lost. Reportedly, the visualization issue occurred during lithotripsy, approximately 10 minutes into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.